Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The product was used for urological care. It was unknown whether the product had caused the reported failure. However, the potential root cause for this failure mode could be the catheters was contact with sharp object or exposure to petrolatum based products. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6). Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on the night of (B)(6) 2025, the patient had a urinary foley catheter inserted after surgery. The catheter came out, and the doctor on duty checked it and found that the balloon was broken. It was replaced with an f16 double-lumen catheter. The patient had pain in the urethra after surgery and bleeding from the urethra, so symptomatic treatment was given. The patient was kept under observation and discharge was delayed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on the night of (B)(6) 2025, the patient had a urinary foley catheter inserted after surgery. The catheter came out, and the doctor on duty checked it and found that the balloon was broken. It was replaced with an f16 double-lumen catheter. The patient had pain in the urethra after surgery and bleeding from the urethra, so symptomatic treatment was given. The patient was kept under observation and discharge was delayed.